Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited decreased impedance and sensing values and increased threshold measurements. An x-ray confirmed that the rv dislodged three months post implant and required surgical intervention for a lead revision. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.